Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt complained of glare at night. (The pt was bothered by glare before implant surgery and seems to be very photosensitive.) The surgeon indicated immediatley post-op, the pt had a loss of centrally". A yag capsulotomy was performed in an attempt to alleviate the symptoms. Visual acuity decreased to 20/30 and improved to 20/20 after the yag, but the pt still experiences a great deal of glare and cannot see to drive at night. The pt was treated with glaucoma medications without relief. The association between this even and the iol is not known.